Event description:
Foley catheter was placed in 2001 prior to a vaginal birth delivery of newborn. When attempt was made to deflate the balloon in the catheter for removal of the catheter, the balloon would not deflate. The catheter was removed with the balloon inflated by the pt's physician on the same day at 1740. The pt's physician stated that there was no apparent injury to the pt.